Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported no bleed back from the marker lumen after device insertion was not confirmed. The investigation was unable to determine a conclusive cause for the reported no blood in the marker lumen; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, with a 0.038" guide wire prior to an interventional aortic stent procedure. The proglide device was pre-flushed with saline prior to the procedure. Reportedly, there was no bleed back from the proglide marker lumen after device insertion. The sutures of two additional proglide devices were successfully preplaced prior to the interventional procedure. The successfully preplaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.